Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with air in the line; this condition had the potential to interrupt delivery. This condition was found in the emergency room during use. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a flogard infusion pump with aire en la linea "air in the line" was confirmed and reproduced during product evaluation. This condition was caused by a defective air sensor printer circuit board a. The air sensor assembly was replaced and calibrated as per service manual to correct this condition.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.